Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Before procedure the pressure reading was inaccurate. It will be returned to local cts for repair.

Manufacturer narrative:
(B)(4). It was previously reported that the device would be made available for evaluation. It was later communicated the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device passed all required testing specifications prior to release. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.